Manufacturer narrative:
This is the first and only complaint reported involving these specific lot#. (B)(4) will send a final MDR after completing the investigation.

Event description:
During a smr shoulder replacement, the threaded tip of the glenosphere impactor/extractor was damaged preventing a full engagement with the implant (glenosphere). It was reported that also the k-wire positioning handle thread was damaged and so the instrument did not work properly during the surgery. The handle continued to spin without finding a correct stability. Surgery time extended of about one minute. No reported consequences for patient. Components involved: a 9013.74.141, glenosphere impactor/extractor, lot# 2016aa00q. A 9013.75.301, k-wire positioning handle, lot# 2014aa562. Event happened in us.